Event description:
Elastic mesh side rail protectors puts pressure on the rails and causes the rail to be hard to pull up and click in place, resident rolled onto the side rails and the side rail went down the resident, fell on the floor and fractured both legs.